Manufacturer narrative:
Failure analysis revealed that all the buttons did functioning properly. However, found moisture damage on the keypad traces. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The evaluation codes provided with the initial report were incorrect. The correct evaluation codes have been provided with this report.

Event description:
Customer reported the insulin pump alarmed button error. Customer¿s blood glucose was 272 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.